Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/08/2016 with the following findings: the black box was reviewed to find the data of the original complaint was overwritten due to continuous use. No unexplained power on reset events were found in the black box. No damage was found to the returned battery cap. The battery cap measurements were within specifications. The returned battery cap was able to carefully attach to the pump. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours and no power on resets occurred. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.